Event description:
Facility technician stated healthcare professional reported pt received hemodialysis on meridian device and device removed too much fluid. Pt did not exhibit any adverse signs or symptoms during treatment. No medical intervention was necessary and no pt injury resulted from this event. No further info was available regarding this event.